Event description:
The lung contained multiple nodules and the parenchyma was thickened. On coming across the lower lobe for the wedge biopsy, the covidien stapler with 60 mm black load completely locked on the lung tissue, and the surgeon was unable to back out the blade or remove it, even with measures recommended by the covidien representative. Another stapler was fired behind this stapler to free up the specimen, however, the tissue was so thick at that point that there was bleeding from the lung parenchyma and he decided to open and complete the lower lobe wedge resection and control the parenchymal bleeding. A sliver of the specimen was left in the staple cartridge as it was simply impossible to remove it even after the stapler was removed and trying to push back the blade manually.======================manufacturer response for black articulating reload with tri-staple technology, endio gia black articulating reload with tri staple tech (per site reporter).======================the covidien rep is sending us a container to return the device in. The hospital will be holding onto the device for a while. Not sure when it will be returned.